Manufacturer narrative:
(B)(4).

Event description:
Following system implant in (B)(6) 2011, the pt experienced "good effect" 2 weeks after implant. The effect then "slowly disappeared". The medication dose was increased, but the effect was not better. During the first pump refill procedure on (B)(6) 2011, the nurse noticed that the programmer stated there should have been 4.5 mls in the pump; but when the drug was aspirated from the reservoir, 35 mls of actual drug was aspirated. An x-ray of the pump system was performed; it was noted that the catheter "had gone out of the spinal canal, saw the drug was not delivered in the spinal canal." The catheter was replaced. The pt's outcome was reported as 'good, pt starts to get effect again of the drug." Drug delivered was baclofen.